Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a venogram prior to a system upgrade procedure, the right subclavian vein was occluded. The right atrial (ra) lead was capped prophylactically due to the patient's chronic atrial fibrillation (af). A replacement system was implanted on the left side of the chest. No further patient complications have been reported as a result of this event.